Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a drop in battery voltage from 2.84 volts to 2.69 volts. The health care provider (hcp) was concerned that the battery was prematurely depleting. At this time we are unable to refute this allegation. An attempt to obtain additional information has been made. The device is a part of the subpectoral implants ((B)(6) 2006) and shortened replacement window ((B)(6) 2007) advisories. No adverse patient effects were reported. Subsequent information indicated that the device was explanted for normal battery depletion. The device had been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated. The device is currently undergoing analysis. When additional information becomes available, this report will be updated.